Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced increased pain and was admitted to the hospital for treatment of withdrawal. The hcp planned to have the pump interrogated "to obtain therapeutic settings." Additional information has been requested, a follow-up report will be sent if additional information becomes available.